Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-07-20 investigation summary bd received 49 tube samples and 48 eclipse signal needles for investigation. Five (5) needles were taken and each were used to draw 5 tubes. Additionally, 10 retention samples from bd inventory were taken at random and used to draw water. None of the 15 samples pushed off the needles. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode tube push off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes, the device experienced whole tube push off non-patient end of needle this event occurred 25 times. The following information was provided by the initial reporter. The customer stated: during blood collection the tube shoots out off the holder.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes, the device experienced whole tube push off non-patient end of needle this event occurred 25 times. The following information was provided by the initial reporter. The customer stated: during blood collection the tube shoots out off the holder.